Event description:
Per the clinic, the patient contracted meningitis unrelated to the implanted device. The surgeon reported that the meningitis was likely viral in nature, as no culture was grown. Additional information has been requested, but has not been provided as of the date of this report, (B)(4) 2012. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.